Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle cleanly detached from the suture when used with the capio device. The needle was left inside the patient. The procedure was completed with this capio slim device. The patient's condition at the conclusion of the procedure was reported to be stable.